Event description:
Boston scientific received information that during a routine pulse generator (pg) change out procedure, this chronic lead was placed in the wrong port of the newly implanted pg. The pocket was reopened and the lead was placed in the correct port. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.